Event description:
A spectranetics 1.4mm vitesse cos laser catheter was used in a cardiac intervention procedure in an attempt to clear re-stenosis in the pt's rca. During the procedure the rca was perforated and the pt coded. The perforation was controlled using a 3mm balloon to occlude the vessel. Contrast was injected to confirm there was no flow. The CT surgeon attempted to place a cardiopericentesis catheter into the chest for tamponade. He had difficulty placing the pericentesis catheter and was unsure of the placement so he injected contrast. Apparently the CT surgeon punctured through the lv and into the pulmonary artery. The doctors were unable to control the bleeding and the pt died.